Event description:
It was reported that during an arthroscopic suturing of the meniscus the suture broke while tightening. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the returned ar-1588rt-ib has the suture tape damaged. Part of the loop was observed to be frayed. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause of this condition is user error.